Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that there was an exacerbation in the patient's pain at the low back, right buttock, posterior lateral thigh and down into the foot. The physician suspected that the leads are somewhat leftward in the epidural space. The patient will undergo a replacement and revision of the leads and possible ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that there was an exacerbation in the patient's pain at the low back, right buttock, posterior lateral thigh and down into the foot. The physician suspected that the leads are somewhat leftward in the epidural space. The patient will undergo a replacement and revision of the leads and possible ipg replacement.